Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per dealer broken weld on crossmember. MDR filed.

Manufacturer narrative:
(B)($) has been initiated for this issue. The malfunction has not been confirmed. MDR filed.